Manufacturer narrative:
(B)(4). Alleged failure: the led screen was showing ¿e41 error system reboot¿. The console would not recognize the usb and begin the download. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is the rf power board due to electrical components possible exposed to fluid ingress. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that burnt components were discovered during investigation process

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Gtin: (B)(4).

Event description:
It was reported that burnt components were discovered during investigation process.